Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with recurring incontinence. The aus device was removed and replaced. There were no additional patient complications reported.